Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154awg lead implanted: 2007-(B)(6). (B)(6)

Event description:
It was reported that the patient went to the ER (emergency room) after receiving four shocks at home. While in the waiting room the patient received two more shocks. It was found that right ventricular (rv) lead fracture lead to inappropriate shocks. Additionally, observed on ecgs were non-physiologic intervals and ventricular oversensing of atrial pacing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.